Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d274drg, implantable cardioverter defibrillator (ICD), implanted:(B)(6) 2010. (B)(4).

Event description:
It was reported that there was oversensing, high short interval counts (sic) and episodes of non-sustained ventricular tachycardia (vt). A lead fracture was suspected. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.